Event description:
Sureprep 3ml wand according to the customer, when used under a "clear drape" to cover a wound vac, the dressing came "mostly loose" allowing for "feces and other contaminants" to fill the wound. The customer reported the product is causing the clear drape to "come loose with the barrier prep drying translucent white". The customer reported the patient was hospitalized for "over a month" with a "severe infection of the wound". The customer reported the patient is "doing better".